Manufacturer narrative:
No further evaluation of the device is required. A dade behring representative serviced the equipment 2 days later and changed the hm mixers. The issue was resolved. The instrument is performing within specifications.

Event description:
A falsely elevated ctni result of 0.7 ng/ml was obtained on a patient sample. This result was not reported to the physician. The same sample was tested on a different analyzer and a ctni result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated cnti result. Laboratorian indicated a splashing problem at the wash station area of the instrument.